Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device bearings were worn out, loose and no longer in axial alignment causing the attachment to vibrate and make noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during equipment testing, it was observed that the attachment device bearings were noisy. During in-house engineering evaluation, it was observed that the device bearings were worn out, loose and no longer in axial alignment causing the attachment to vibrate and make noise. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.